Manufacturer narrative:
Manufacturer's investigation conclusion: following the reported system controller exchange, the account submitted images of the driveline/controller connection which confirmed the presence of green fluid inside the connection. The green substance was believed to be due to moisture ingress; however, a specific cause for the green fluid cannot be conclusively determined. The account also submitted an image of a "black tar-like substance" on the driveline metal connector prior to the system controller exchange, which appeared to be a damaged rubber grommet from the exchanged system controller. No issues were reported during the system controller exchange. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) and patient handbook (rev. G) contain information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there was a tar like substance on the controller connector. No alarms were noted but the patient wanted to proactively exchange the controller. Following the controller exchange, a green substance was observed inside the controller connector. This was most likely due to moisture inside of the percutaneous lead or controller, causing the metal copper shielding to oxidize. Related manufacturer's report: 2916596-2023-00712.